Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va319xf serial# implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient that they had experienced. Shocking after having a fall. But could not quite remember when. The physician turned off the battery. They also reported discomfort/soreness/pinching/ache/pressure. They had a revision on (B)(6) 2025 the patient said the therapy worked well, and then they had a fall and it has not worked as well since. They had tried different programs and when the representative checked, there was no impedance on the lead.